Event description:
The customer ran her blood glucose test on the contour next link and the contour meters. The readings were 38 and 173mg/dl, respectively. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Contour next test strips were also returned and evaluated: model number was not provided. Lot# 2ffec05, exp date 07/31/2014. Manufacture date 07/01/2012; 510(k) # 110894.